Manufacturer narrative:
One opened probe was received, without a tip protector and bent needle, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener sleeve, confirming the received condition. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The degree of wear could not be determined due the inner cutter broke while trying to extract it from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The most likely cause for the actuation failure is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported actuation failure of the cutter occurred during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. The condition of aspiration was unknown.